Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique prior to an interventional procedure. Reportedly, the "needles did not find anchor feet" [cuff miss] occurred with two proglide devices. The sutures of four new proglide devices were successfully pre-placed. The sheath was upsized to a 21fr sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported ¿needles did not find anchor feet¿ was not confirmed. The observations indicate that deployment was successful. Follow-up with the account went unanswered, so it is unknown if the correct device was returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.